Manufacturer narrative:
The up arrow button did not respond due to moisture damage on the keypad trace. The pump also had minor scratches on the display window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump had a nonresponsive keypad. The customer's blood glucose level was 160 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.